Event description:
It was reported that a patient underwent an shoulder arthroscopic rotator cuff repair procedure on an unknown date and suture was used. The patient underwent arthroscopic rotator cuff repair surgery due to "rotator cuff injury". During the surgery, three consecutive suture breakages occurred while using sutures. Three sutures were replaced. The doctor finally confirmed that the suture was firmly sutured, and the surgery was completed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did the reported issue contribute to any patient adverse consequences? A manufacturing record evaluation was performed for the finished device, and no non-conformances related were identified this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.